Event description:
Surgeon was placing a synthes 4.5 cannulated screw in the patient's arm. As he was tightening the screw, he lost purchase. He tried to unscrew the screw and was unable, as the screw continued to spin. Upon x-ray, the surgeon identified the threads of the screw had separated from the screw shaft and migrated into the patient's soft tissue. The threads were removed from the soft tissue.====================== health professional's impression======================I believe the screw to be defective.